Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.